Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 466 mg/dl, treated with manual injections and continues to treat every hour. Customer reported the device has alarmed button error before and was able to clear the alarm. Customer was unable to clear current alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.